Event description:
Pt was in the operating room and anesthesia was in use. The procedure involved the removal of lesions in the face and neck area. The drapes were tented and a valley lab cautery was being used. A fire occurred and the pt drapes ignited.